Event description:
It was reported that the customer went to the emergency for high bgs. Bgs were treated with insulin drip. The contact stated that the customer's pump had several alarms. A replacement pump was requested.